Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The device history record of the device was reviewed and a non conformity was found which relates to this complaint. The root cause is determined to be manufacturing.

Event description:
It was reported that a component of the packaging was incorrect. The compliance chart inserted into the packaging of the flextome otw cutting balloon was noted to be for a smaller size device. The physician used the product successfully without consequence to the patient.